Event description:
Boston scientific received information that the patient this left ventricular (lv) lead lead experience diaphragmatic stimulation. The patient was checked and the lead was found to have become dislodged. A revision procedure was performed and the lead was successfully reposition. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--